Manufacturer narrative:
Concomitant medical products: product ID: 977a275, serial# (B)(4), implanted: (B)(6) 2017, product type: lead. Product ID: 977a275, serial# (B)(4), implanted: (B)(6) 2017, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative (rep) regarding a patient who was implanted with a neurostimulator (ins). It was reported that the patient was unable to adjust the intensity on their programs. Upon interrogation of the device and an impedance check, it was discovered that electrodes 12 and 7 were in the red. They displayed a red x, indicating that impedances were >40,000 ohms. The rep reported that the electrodes were moved to the working electrodes, however the issue was not resolved. The patient denied any recent traumatic events including injuries, falls or sudden movements. They mentioned that they had gone swimming over the weekend. No symptoms were reported. No further complications were reported or anticipated.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep). It was reported that no additional action would be taken at this time. After moving to a working electrode the patient was experiencing good coverage of the pain areas. The cause for the high impedance could not be determined as patient did not report any incidents prior to the event. The patient was advised to continue monitoring their stimulation coverage and report any further issues. The issue resolved. No further complications were reported or anticipated.